Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This submission is an initial final report. Investigation is complete. On november 15, 2019, it was reported that the device was vibrating. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned an autoclave case, screwdriver and 1in /2in /3in /4in width plates, for evaluation. DHR review: the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue.  Device evaluations results/investigation findings: product review of the air dermatome by zimmer biomet (B)(4) on december 3, 2019 revealed that the device operated below motor speed specifications and was outside calibration specifications. The service technician noted that the machined head was worn and the motor had failed. Repair of the air dermatome was performed by zimmer biomet (B)(4) on december 3, 2019 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, external e-ring, machined head, screwdriver, lever, ball plunger and 1in /2in /3in /4in width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the motor had failed and was not operating within motor speed specifications. It was not noted that the device was vibrating. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device was vibrating. Evaluation investigation of the device revealed that the device operated below motor speed specifications. No adverse events were reported as a result of this malfunction. No additional event information available.